Event description:
It was reported that the patient presented for a follow up in clinic. Device interrogation revealed post sensed t wave oversensing on the implantable cardiac monitor. Programming changes were done to resolve the issue. The patient condition was normal.